Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a possible peritonitis event leading to sepsis and subsequent death coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for sepsis one day before they died. The cause of the sepsis was due to a possible peritonitis event. The cause of the possible peritonitis event was not reported. Treatment for the event was not reported. The cause of death was due to sepsis. It was reported that pd therapies were ongoing; however, it was not reported if the patient was performing pd therapy at the time of death. It was not reported whether an autopsy was performed. No additional information is available.